Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 475 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery as soon as possible, and if display does not return revert to a backup plan per hcp instructions until the replacement battery cap arrives. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.